Manufacturer narrative:
A stryker field service technician evaluated the customer's device and was able to duplicate the reported issue. After replacing the hood and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device would not provide compressions when attempted. In this state, a delay in cardiopulmonary resuscitation may occur. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions there was no patient use associated with the reported event.